Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. The consumer's friend was provided with the extraction reagent safety data sheet (sds) and advised to have the consumer consult with their doctor.

Event description:
The consumer's friend reported the consumer accidently used the binaxnow covid-19 extraction reagent from the self-test in her eyes. It was also reported the consumer experienced eye irritation due to this event. Although requested, additional information was not provided.

Manufacturer narrative:
Investigation report: according to the package insert in195000 v. 3.0: precautions 21. The extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.